Event description:
It was reported that approximately 2 weeks ago, the patient experienced a loss of effect with increased spasticity. An indium study was performed which revealed that the catheter appeared to be occluded in an area before the catheter entered the intrathecal space. The patient was placed on oral baclofen; no other signs of withdrawal were reported. A catheter revision was performed on (B) (6) 2010. At that time, the hcp was unable to aspirate from the catheter access port. The catheter site was explored and scar tissue was found adhering to a section of the catheter. The catheter was freed and the hcp was then able to easily aspirate and inject using the cap (catheter access port). It was also noted that in the back area, the catheter was kinked. The catheter was repositioned with return of csf (cerebrospinal fluid) flow. The original catheter remained in place and intact.

Manufacturer narrative:
(B) (4).